Manufacturer narrative:
Patient city: (B)(6) patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a severe low blood glucose event on (B)(6) 2025. The patient's husband treated it by administering the glucagon and contacted the physician, after which patient went to the doctors office for evaluation. It was reported that the patient performed the reservoir only change earlier that morning and the low blood glucose event occured afterward. The patient and her husband suspected over delivery of insulin. The event resolved following the glucagon administration. No hospitalization or injury was reported. No further information available.